Event description:
Patient was undergoing laparoscopic gynecologic procedure. Patient of large size with previous gastric bypass. Cut down made by physician for insertion of trocar. Upon insertion of trocar and initiation of camera, he discovered that the bowel was perforated.